Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient thought they turned on their device and that the ins seemed kind of warm in their chest. They wanted help turning it off because it wasn't supposed to be on yet and they thought it was hindering the healing process. The incision seemed to be a little puffy and red. The patient was walked through checking their device with the patient programmer and it said "off and ok". The patient was to follow up with their healthcare provider (hcp) about the incision being puffy and red. No further complications were reported as a result of this event.